Event description:
The account manager reported, on behalf of the customer, that the device shutdown unexpectedly during a training session while attempting to acquire a 12-lead ECG.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.